Manufacturer narrative:
The reported complaint of thermogard displaying error message tcmid: 04 was confirmed during event log review and functional testing. The root cause for tcmid: 04 was due to a faulty temperature probe (rj45- lm34). After the temperature probe and damaged parts were replaced, the system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. A review of the event log was performed and found several tcmid: 04 (ce response timeout) error messages to have occurred on the reported event date; thus confirming the reported complaint. A visual inspection was performed and found a minor cracked on the cover deck xp and saline was spilled in pump raceway which is unrelated to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured on 02/06/2013. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the system. Additionally, upgraded the system labels to current firmware revisions, performed annual maintenance and damaged parts were replaced; the system was functionally tested and calibration test were performed. The system passed functional tests and it verified that the system met all the manufacturing specifications. The system then underwent 5 day burn-in testing, where no errors or anomalies were exhibited. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4).

Event description:
It was reported that during the preventive maintenance , the thermogards xp ivtm system (s/n:(B)(4)) displayed tcmid:04 (ce response timeout) error message upon power up. There was no patient involvement reported. No other information was provided.